Manufacturer narrative:
Correction information date of this report.refer to h10 follow up #01 updated dates updated dates additional information age of device evaluation summary based on the content of investigated data, it was determined that the potential cause/root cause of the failure was due to failure of another company's disposable suction valve. There is no disposable suction valve in hoya's product lineup. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 04-dec-2008 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 05-dec-2008. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 4582 no clinical signs, symptoms or conditions. Health effect impact code: 2199 no health consequences or impact. Medical device problem code: 2170 suction problem. Component code: 4755 part/component/sub-assembly term not applicable. FDA forwarded medsun mandatory and voluntary report form 2633020000-2023-8003 to pentax medical via email on (B)(6) 2023. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Per the initial report, an event occurred during a patient's colonoscopy procedure. The device malfunctioned and there was a concern for potential perforation due to the malfunction. In regard to this event, and others, the endoscope suctions the luminal contents without the suction button being pressed. Once this starts, it tends to get worse. In some cases, changing the valve to a non-disposable valve improved/resolved the issue. This leads to poor and non-sustained insufflation of the intestinal lumen, resulting in poor visualization of the lumen. This impacts:(1) the ability to identify abnormalities, therefore the possibility of missing pathology; (2) recognizing landmarks necessary to complete the procedure, and (3) prolonging the procedure or rendering it harder to complete. Eventually, and in the more serious events, suction overcame insufflation resulting in suction into the mucosa. This leads to extreme difficulty completing the procedure, mucosal injury through creation of 'suction polyps', and mucosal trauma as was documented. The inability to maintain luminal insufflation also gives rise to the suspicion of perforation, which then has ramifications including non-completed procedure. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.